Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The customer returned seven elevators; the elevators were visually evaluated and a part of the tip was found to be fractured on all the returned instruments. The broken tip fragments were not returned. The elevators show signs of normal wear from typical use. No discoloration was seen on the parts. The most likely cause of the complaint was operation of instruments outside of the intended use, resulting in failure. Fields were updated based on the device evaluation.

Event description:
The customer reported the elevator broke during surgery. No adverse events were reported, however this device is subject to the two year malfunction rule.